Manufacturer narrative:
Evaluation summary: the reported condition of a pump in which the stop and open keys work intermittently was confirmed during production evaluation. Inspection of the pump found that the pump head module keypad was defective. The pump head module keypad was replaced to address the reported condition. The pump was tested and returned within specification. This issue is currently being investigated under CAPA.

Event description:
The facility reported a pump in which the stop and open keys work intermittently. It is unknown when this event occurred. There was no patient injury or medical intervention necessary. No additional information is available.